Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Treatment and cause of peritonitis was not reported. The patient was still in the hospital. The patient has not recovered. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12i09024 and h12i08018. Exceptions were noted for these batches but there is no indication of the exceptions being related to the complaint. A batch review was conducted for potentially associated lot number: h12k03016. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.